Manufacturer narrative:
(B)(4).

Event description:
It was reported that a solution administration set, with two injection sites, had leaked from the ports. It is unknown if there was patient involvement, however no adverse event was reported with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.